Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete.

Event description:
Customer reported that after changing the batteries in her precision xtra blood glucose monitoring system the meter did not turn on when pressing the button or with insertion of a test strip. She additionally reported experiencing vomiting and rectal bleeding. Customer's husband called the paramedics who transported the customer to a local hospital. Customer spent several days in the hospital and was treated with insulin, calcium, potassium, tylenol and antibiotics. Customer does not know what diagnosis she was given.